Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the switch failed, the reciprocating arm was worn, the harness insulation was damaged, the control bar was not in the correct position, and the device was out of calibration. The motor, switch, reciprocating arm, harness, shaft, and bearings were replaced, the control bar was adjusted, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was in need of repair. There was no information communicated regarding harm, injury, delay, event date or timing of the event. Due diligence is complete. No additional information is available. At evaluation investigation the motor speeds of the device were unstable. No adverse events were reported as a result of this malfunction.